Event description:
During a procedure, the remb micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.

Event description:
During a procedure, the remb micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.

Manufacturer narrative:
The serial number was corrected for a concomitant console. The reported event was not duplicated. However, an oily substance was found to be affecting the motor of the device which could interfere with the electricity and can cause an interference with the console reading. The motor and all non-conforming parts were replaced. It was found that all of the concomitant consoles displayed a bias current warning by the service technician through functional evaluation. Damaged handpiece connectors were found during the device inspection. Based on a review of the risk documents and observations from the device inspection, the presence of damaged handpiece connectors may cause or contribute to a bias current warning.

Event description:
During a procedure, the remb micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. It was also reported that the device overheated. No further information is available at this time.

Manufacturer narrative:
Corrected based upon additional information from the customer that there was no overheating. Device code was updated by removing overheating of device or device component based upon additional information from the customer that there was no overheating.